Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for two (2) unknown lcp plates. Part and lot numbers are unknown; UDI number is unknown. Explanted date: device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon ordered the kit "set extreme sizes locking compression plate (lcp) wrist and forearm". During the surgery on (B)(6) 2016 when the patient was sleeping and the fixator was removed, they opened the set and found that the extreme size plates no longer appeared in the kit. To compensate the surgeon had overlapped two (2) plates. The surgeon will reopen the patient for a problem of plate conflict at the level of the olecranon, disunion. No surgical delay is reported. Concomitant device reported: extreme sizes lcp wrist and forearm set (part unknown, lot unknown, quantity 1). This report is for two (2) unknown lcp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the complaint description, without material, without knowing the article- and lot number no investigation is possible. We have forwarded this compliant to our product development department for further investigation with the following results: based upon the complaint description the type of lcp plate is not determined. The reference of an ¿extreme sizes lcp wrist and forearm¿ set is no system specific set. No specific indication-related use can be determined due to a lack of evidence as to what has been used for the surgery. For above mentioned reasons the complaint is considered unconfirmed. In addition a service complaint was created to investigate the delivery issue with the reference: (B)(4). - pd evaluation -> no specific indication-related use can be determined due to a lack of evidence as to what has been used for the surgery. Risk assessment is not applicable. - medical safety officer review-> review of the clinical and radiographic images indeed show overlapping plates. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.